Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose. The customer declined follow up so no additional information regarding the issue could be gathered.